Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company representative regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, the patient's skin type and concomitant medications were not reported. The patient received an injection of restylane (syringe size and amount injected not reported) on an unspecified date in (B)(6) 2011 (reported as "3 weeks ago" from the date of the report) to the nasojugal fold. Per-procedure medications used and additional procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2011, after the implantation, the patient experienced lymphatic swelling. Treatment included an injection of hyaluronidase on an unspecified date in (B)(6) 2011, which did not resolve the issue. The lot number and expiration date for restylane were not reported. Additional information has been requested.

Manufacturer narrative:
The 510k #: p040024.